Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed the functional tests, including the self test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08670 inches. Successfully downloaded history files and traces using thus. In further full review of the pump history on the event date of dec 11, 2023 found daily total of bolus insulin delivered to be 49.2 units. Pump was cut open to perform visual inspection and foundno evidence of physical or moisture damageon the electronic assembly, motor, or force sensor. The test p-cap and reservoir does lock in place in the reservoir compartment. Pump received with scratched case and pillowing keypad overlay. No device problem found during full functional testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of 480 mg/dl. The customer also reported that the infusion set was not sticking. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of reported high blood glucose event and the auto mode smart guard feather was not active. No further complications were reported by the customer. The customer discontinued using the device and the insulin pump was returned for analysis.